Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 464 mg/dl, 341 mg/dl. The customer reported that they received the no delivery alarm. The customer treated with the long acting insulin injection. Troubleshooting was declined for high blood glucose the troubleshooting was performed for no delivery and customer stated that insulin was exited. The customer reported that they started rewinding the insulin pump and during the manual prime the insulin pump alarmed no delivery. The insulin pump will not be returned for analysis.